Manufacturer narrative:
The esheath was returned to edwards for evaluation. Visual inspection revealed distal tip damage, a radial tear at the distal tip, material stretching of the distal tip, and heavy scratching towards the distal end of the esheath. No distal tip material was missing and the esheath liner expanded as designed. The complaint for torn distal tip was confirmed and a manufacturing defect was confirmed on the returned sample. Material stretching and the radial tear at the distal end of esheath can be found in prior complaints which indicates related root cause of improper scoring leading to radial e-sheath tip tear. A CAPA has been initiated to further investigate this issue and implement any necessary corrective actions. This sheath was manufactured prior to the implementation of any corrective actions.

Event description:
After a transfemoral tavr procedure, upon removal of the 18f esheath, the tip of the esheath was damaged and the tip appeared torn. There was no harm to the patient's artery. The patient was transferred to the ICU and, at last report, was doing well. The patient¿s access vessel minimum luminal diameter (mld) measured 7.8mm; no vessel calcification or tortuosity was noted. As reported, no additional force was needed to advance the sheath and no unusual resistance was encountered during the case.

Manufacturer narrative:
Investigation is ongoing.